Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. The sensor was unable to confirm in said condition due to customer returned opened sensor.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 115 mg/dl. The customer stated that the cannula came out the top of the sensor. The customer verified that the cannula retracted through the top of sensor when insertion needle was removed. The customer will be sent a replacement sensor.